Event description:
It was reported that a vns patient underwent full revision surgery on (B)(6) 2016. The generator was replaced due to unknown reasons and the lead was replaced due to lead break. No patient adverse events were reported. The explanted devices were not returned to the manufacturer for analysis to date. No additional information was provided to date.

Event description:
Further information was received indicating that the patient was first referred for the surgery to replace the generator due to battery depletion. On (B)(6) 2016, during the surgery a lead break was discovered. The generator was explanted as a part of the lead and the electrodes were left in situ. On (B)(6) 2016, the lead was totally explanted and a whole new vns system was implanted. The lead impedance value returned within normal limits after the surgery (1352 ohms). The explanted devices will not be returned to the manufacturer for the analysis as those were discarded by the hospital. The review of the manufacturing records confirmed all tests passed for the suspected lead prior to distribution.